Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D10: concomitant medical product and therapy dates: tsv4b11, imp,tsv,4.1mm,sbm,11.5, lot number: 61667507. G4: premarket identification: k113753/k112160. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported peri-implantitis with inflammation at tooth site 25 and perforated sinus at tooth site 26. Doctor performed augmentation and closure of maxillary sinus. New implants and prosthesis placement planned. Additional materiales used: puros allograft blend, copios extend, various disposable materials and suture material, etc.

Manufacturer narrative:
Zimvie complaint number (B)(4). During a follow up doctor confirmed by email that sinus perforation was caused by a especially extended peri-implant inflammation. There was no trauma. Clenching is also excluded.

Event description:
During a follow up doctor confirmed by email that sinus perforation was caused by a especially extended peri-implant inflammation. There was no trauma. Clenching is also excluded.

Event description:
During a follow up doctor confirmed by email that sinus perforation was caused by a especially extended peri-implant inflammation. There was no trauma. Clenching is also excluded.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. It was reported that there was peri-implantitis with inflammation at tooth site 25 and perforated sinus at tooth site 26. Doctor performed augmentation and closure of maxillary sinus. Implants were removed. New implants and prosthesis placement planned. Patient history and bone density unknown. Additional information was obtained via email on 30-apr-2024, the clinician confirmed that the sinus perforation was caused by particularly extensive peri-implant inflammation. There was no trauma. Clenching is also excluded. Zimvie received one (1) tmtwb10, (imp tm 4.7mm mtx full, 10) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implant had debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number: 62498522. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 62498522 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.